Event description:
It was reported that the plunger of the preloaded device inverted that it overrode the intraocular lens (iol) and cracked the tip of the cartridge. There was contact with patient's left eye and the event was observed just prior to implantation of the lens. However, there was no patient injury and no medical/ surgical intervention was required. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.